Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective ps3 power supply that was removed and replaced. The system was tested, found to be operating correctly, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect were reported because of this malfunction.

Event description:
The ge oec 9800 fluoroscopy system had a defective vertical lift column function.